Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that during a surgical procedure a high impedance issue was observed. The impedance values were greater than 4,000 on every contact, and after troubleshooting it was determined that a defective lead was the cause of the impedance issue. Multiple forms of troubleshooting were performed, including removing the lead from the header of the battery, cleaning, wiping, and reinserting it twice. Both times the impedance was still high. They then removed the lead and tested it with an ens and white j-hook cable. At that time, the manufacturing representative (rep) was still able to see a bellows response, so it was then determined that they should try a new battery. After plugging in a new battery, but the issue persisted. Ultimately, the entire lead was replaced and plugged into the new battery, resulting in normal lead impedance. The patient did well in the postoperative period and was programmed normally. The issue was resolved.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b133 (lot: va30rf9); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.